Manufacturer narrative:
Upon investigation of the actual device used this incident, it was determined that drawer failed to open. A technical support specialist dialed in and informed customer to login again. Customer was able to open the drawer and issue the medication. The system functioned as intended after technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower aux drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.